Manufacturer narrative:
Visual inspection of the device revealed damage to the motor assembly.

Event description:
It was reported that during testing conducted at the manufacturer, the handpiece operated while in safe mode. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.